Event description:
Same case as MDR ID #2134265-2014-04054 and 2134265-2014-04053. It was reported that automatic pullback failure occurred. It was noted that the motor drive unit was unable to perform automatic pullback with normal lcd display. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).